Manufacturer narrative:
E1. Initial reporter phone:(B) (6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation and the patient experienced cardiac perforation that required drainage and sternotomy (surgical intervention). The patient likely needed extended hospitalization due to cardiac surgery. Perforation was noted in left atrial appendage. The adverse event was discovered at the end of the procedure when the physician proceeded to do an echocardiogram for final checkup. The physician's opinion on the cause of the adverse event was probably due to the rigidity of the varipulse tip, while trying to insert the catheter in the left superior vein. A transseptal puncture was performed. There was no evidence of steam pop. The event occurred during the ablation phase. Irrigation flow setting was 4 ml/min for varipulse.

Manufacturer narrative:
Additional information was received on 04-aug-2025. It was reported that there was no malfunction with the varipulse. According to the physician, damage to left atrial appendage (laa) occurred while trying to enter the left superior pulmonary vein (lspv). Clarification was received regarding the previously reported statement of ¿the rigidity of the varipulse tip¿. It was reported that the distal part of the catheter ¿may be dangerous¿ when inserted into the laa according to the physician. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device lot number 31615535l and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation could be performed, and the customer complaint cannot be confirmed. However, if the product is received in the future, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).